Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have issues with the infusion sets. Customer's blood glucose was 160 mg/dl. Device would not prime with tubing in place. Device would prime when the tubing was disconnected at the quick release. Customer was advised the infusion set will be replaced. Customer will not be returning the infusion sets for analysis.